Event description:
I had laser eye surgery (femtolasik) and now my eyes are so dry that I have even been considering suicide. I have pain in my eyes and I dont know how to live my life. This summer I had to start depression medication. Laser eye surgery ruined my life.